Event description:
The scanner holders for our crrt [continuous renal replacement therapy] machines are very fragile and break easily. The scanner holders on all 14 of our crrt machines have now broken off. In some cases, the damage has also cracked the base where the holders were attached. Since these holders where not an operational necessity we have held off on having them replaced. Without them however the scanners have been getting left on top of the machines leading to other issues and damage. For example: the scanners falling off the machines and getting broken. Getting stuck underneath the display screen when folding up for transport and damaging the screen or the part that covers the wired popping off leading to exposed wiring.